Event description:
Spontaneous ich, rt. Frontal. Biosense webster, inc. Was notified of this event on 12/24/2009. The customer reported intra cerebral hemorrhage due to inappropriate anticoagulation. There was no problem with the catheter. No further details are available in regards to the pt or the event.

Manufacturer narrative:
Upon multiple requests, bwi has not obtained any new information in regards to this case. If the product is returned to bwi in the future, an analysis of the product will be performed and a supplemental report will be submitted to FDA.